Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Although it could not be determined, the following causes could likely be the cause of the issue: adhesive agent came off because external force was applied to the relevant part by squeezing it with excessive force or by hitting it against something when the subject device was transported, stored, used, or cleaned. Adhesive agent degraded and was peeled due to long-term usage. The instructions for use (IFU) provides the following guidelines: warnings and cautions (p.7) . Warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The device evaluation also found the three (3) broken elements on the ultrasound image. There were buckles on the insertion tube and light guide tube/cable and the scope connector charge-coupled device (ccd) cable was too short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified that the forceps cover glue was peeling. There was no reported patient involvement.